Event description:
Procedure type: thyroidectomy. According to the reporter: "the problem occurred several times during the last year. The customer complains that the suture breaks having a little tensile strength. In some cases, patients had bleeding and they had to be re-opened to adjust the hemostasis." All of these events occurred in one hospital. No further details could be obtained about this report.

Manufacturer narrative:
The correct number of devices and events has not been reported. Three different lot numbers were reported: e7b0151k, e6h0543k, and e6e0243k.